Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an increase in left ventricular (lv) lead impedance and the lv lead was not capturing. When the physician looked at the lead under fluoroscopy, it was noted that the lead had pulled back and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.